Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an impedance issue and noise due to rib clavicle crush damage. The lead was capped and replaced successfully on (B)(6) 2016. The patient was asymptomatic prior and stable post the procedure.